Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was syncopal and passing out. Upon interrogation, the pulse generator exhibited backup operation. A firmware download successfully restored the device. The patient was stable and would be monitored.